Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported the customer had issue with the master tool manipulator (mtm) left on the second surgeon side console. The system was set up as a dual console, and the issue did not negatively impact the ongoing procedure as the surgeon was using the other console. The technical support engineer, using the artemis events tab, identified error number 23062, which indicated a problem with the master tool manipulator (mtm) 3 phase motor wrist/yaw axis. The technical support engineer advised that when it was clinically convenient or at the end of the current procedure, the system should be switched off, and the circuit breaker on the console should be turned off before restarting the system. Additionally, it was advised to power the console up in standalone configuration. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Manufacturer narrative:
The master tool manipulator (mtm) was evaluated by the failure analysis (fa) team. During failure analysis, visual inspection was performed and the unit found to have no external damage. The mtm was then placed on surgeon console fixture test platform (sftp) to perform fitness tests and 1-hour sine cycle. The mtm failed on the following with same error: backdrive ¿ wy. Also failed on failed gravity balance test post sine cycle - sh after performing recalibrations, re-executed test and passed. Unrelated to complaint. Rest of fitness tests passed including slow speed for wp/wy check error log post sine cycle. Also replicating error again in attempt to perform sine cycle. Performed data acquisition & fault detection module (dafd) trace logs on wrist yaw. After investigations, failure analysis found the root cause to be due to a bad axis 6 gearbox motor and slip ring.

Event description:
Refer to h11 for follow-up information.